Event description:
On (B)(6) 2021 hcp reported threads were visible one-week post-treatment. According to hcp, the patient had swelling which has started to decrease. The patient had multiple threads which were visible with movement. On the right cheek, it was visible with and without movement. Hcp instructed the patient to massage it and come back for evaluation in 2 weeks once all swelling subsides. Hcp requested advice from medical director to treat the event. On (B)(6) 2021, our medical director recommended, "end of thread needs to be expressed and trimmed - it appears to have either migrated posteriorly or not been trimmed properly at the time of insertion." On (B)(6) 2021 hcp confirmed they received the recommendations and required additional feedback from medical director which was given via phone on (B)(6) 2021. No additional information or status of this patient was provided.